Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that recoverable fault 23008 occurred against universal surgical manipulator (usm) 2. The customer power cycled the system, with no change. The system logs confirmed the reported error against usm 2. The technical support engineer (tse) had the customer power the system down and exercise axis 1 of usm 2 as well as perform a hard power cycle. The system powered back up with the same error. The customer did not have another patient side cart (psc) available for the case and was unsure if they could complete the case with x3 usms. The ports were not in place when the issue occurred. There was no reported injury.